Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: an external drainage lumbar catheter was placed on (B)(6) 2014. On (B)(6) 2014, a nurse has noted that the catheter was torn out at the luer lock connector level. Csf leak in the bed. The incident occured when the patient moved in her bed. The catheter was removed and not replaced. The catheter and the external drainage system are available and will be returned for evaluation. No clinical consequence until now.

Manufacturer narrative:
Upon completion of the investigation, the luer lock connector and catheter were visually inspected, no defects were noted. The catheter ends were clean cut, no signs of tearing. The luer lock connector and catheter were leak tested, no leaks were noted. The root cause of the problem reported by the customer could be due to the patient moving, but this could not be determined. Review of the history device records confirmed the device conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.